Event description:
The customer alleged they received a questionable total bilirubin special (tbil) result for one patient on their c501 analyzer. The customer stated the patient's sample was orange and icteric and had to be re-spun on arrival as it was clotted. The customer re-spun the sample and "rimmed" it prior to testing. The initial tbil result was 0.6 mg/dl. The customer stated the tech did not look at the sample before releasing result outside the laboratory. The doctor called and asked them to repeat the sample. The customer had to spin the sample before they repeated it on another analyzer. The repeat results were 15.4 mg/dl and 15.4 mg/dl. The sample was repeated on the original analyzer and the result was 15.1 mg/dl. There were no adverse events. The tbil reagent lot number 69764001 and the expiration date was 10/31/2015. The field service representative suspected poor sample quality and was unable to duplicate the problem. He ran a base line check on the system and all the checks were within specifications. He checked the r1, r2, and sample probes and they were all ok. He checked the cell wash, detergent, and cell blank fill levels and they all checked ok. He ran diagnostics and a precision check and they all recovered within specifications. The system was operational.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.